Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector and y-site had leakage. The following information was provided by the initial reporter: item is leaking, loose.

Manufacturer narrative:
Five unopened samples of product mpx5301-c were received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The extension sets were then tested by connecting them to a bd needless syringe on one end and a maxzero connector on the other end, and conducting a fluid push and pull. The samples did not leak at any joint or loosen at any joint. The customer complaint of leakage could not be confirmed. A root cause analysis was not conducted because the failure was not replicated. A device history record review for model mpx5301-c lot number 25029304 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.